Event description:
Healthcare professional later reports a rupture of the left device, device alteration and 3 axillary images. Event diagnosed by mammography and ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.3., b.6., d.6b.

Event description:
Healthcare professional reported left side "alteration of the left prosthesis, axillary lymphadenopathy." Healthcare professional later reported 3 siliconoms (left axilary 13mm) via ultrasound. Healthcare professional later reports a rupture of the left device, device alteration and 3 axillary images. Event diagnosed by mammography and ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "alteration of the left prosthesis, axillary lymphadenopathy." Healthcare professional later reported 3 siliconoms (left axilary 13mm) via ultrasound. Healthcare professional later reports a rupture of the left device, device alteration and 3 axillary images. Event diagnosed by mammography and ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "alteration of the left prosthesis, axillary lymphadenopathy." Healthcare professional later reported 3 siliconoms (left axilary 13mm) via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration and lymphadenopathy.